Manufacturer narrative:
The event unit is not returning to applied medical for evaluation and no lot number has been provided. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: open cystectomy. Event description: the event date is unknown. Device model: eb240. Procedure: open cystectomy. Description: patient readmitted to surgery for post-op bleeding control. Surgeon hasn¿t initially attributed the event to any product malfunction. Exact date of incident unknown (possibly a few months ago). Possible patient underlying conditions unknown. Additional information received by email from applied medical representative on 10feb22 I meet the surgeon to schedule a surgery with her to try voyant . She told me she didn't like it, I tried to know why but she didn't explained me nothing. She said she had one a case some time ago where she had to re-operate a patient. Then I ask her when, she didn't tell me, she said "there was sometime" . I asked her that if there was any malfunction or if it was due to the sealer and she said me she didn't know. As I had no information about, I talk with the chief of nurses and no one knows that any incident has happened. Type of intervention: ni. Patient status: patient readmitted to surgery for post-op bleeding control.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any manufacturing non-conformance that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: open cystectomy. Event description: the event date is unknown. Device model: eb240 . Procedure: open cystectomy . Description: patient readmitted to surgery for post-op bleeding control. Surgeon hasn¿t initially attributed the event to any product malfunction. Exact date of incident unknown (possibly a few months ago). Possible patient underlying conditions unknown. Additional information received by email from applied medical representative on (B)(6) 2022 I meet the surgeon to schedule a surgery with her to try voyant . She told me she didn't like it, I tried to know why but she didn't explained me nothing. She said she had one a case some time ago where she had to re-operate a pacient. Then I ask her when, she didn't tell me, she said "there was sometime" . I asked her that if there was any malfunction or if it was due to the sealer and she said me she didn't know. As I had no information about, I talk with the chief of nurses and no one knows that any incident has happened. Type of intervention: ni. Patient status: patient readmitted to surgery for post-op bleeding control.